Manufacturer narrative:
Should additional info becomes available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with a perigee anterior prolapse repair system "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was also reported by the plaintiff's attorney that an "additional surgery" occurred on (B)(6) 2008 "due to the failure of the pelvic mesh products." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia", had "significant mental and physical pain and suffering", has sought "medical treatment", "has sustained permanent injury", "was injured in her health, strength and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and has had "other injuries."